Event description:
A scheduled partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) was delayed on (B)(6) 2013. Camera connection errors displayed repeatedly, even after system restarts. The surgeon decided the best course of action was to delay the case until the system could be evaluated by field service.

Manufacturer narrative:
The patient was under anesthesia when the decision was made to reschedule the case. Mako field service was called and responded on the date of event, addressed the issue, and the case was rescheduled for the afternoon on the same date. The case was then completed successfully. Trf 060 (rio clinical troubleshooting guide) which documents the troubleshooting steps to perform pre-surgery, indicates the steps to perform when communication issues occur. Wi 205 (cat5 auxiliary cable installation) was created and released to document the connecting of an auxiliary (B)(4) usb cable between the camera stand ((B)(4)) and the rio ((B)(4)); additionally, this procedure also covers the connection of ethernet cable ((B)(4)) between the guidance module ((B)(4)) and the rio. The field service engineer replaced fiber optic to usb converters in the rio base and camera to resolve camera connection issues. The field service engineer re-installed crisis software to the latest patch 2.5.4 knee/ 2.0.4 hip version. Finally, he replaced a faulty foot pedal. He could not reproduce the communication error, and it is expected that the fiber optic connectors were not tightly fastened during the case, causing intermittent issues.